Event description:
It was reported that after implantation of two 3.0/15mm multi-link stents with a great deal of difficulty, the physician then attempted to place a third multi-link in the proximal "lad." The stent was lost in the left main. Attempts to pass were unsuccessful. The left main then clotted off, the pt became hemodynamically unstable, abrupt vessel closure occurred and the pt expired. The physician reportedly told the account manager that he believed it was operator error, and did not view the case as a complaint; therefore, the account manager did not initially report the case to qa.